Event description:
Boston scientific received info that the pt implanted with this s-ICD and electrode experienced an infection. The pt was scheduled to undergo an explant procedure to remove both the device and electrode. No add'l adverse pt effects were reported.

Manufacturer narrative:
It is believed that the device and electrode were explanted as scheduled. The products were not expected to be returned. As no other info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.